Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint. And completed the device evaluation. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No loss of conductor wire insulation was observed. No functional test for energy activation could be performed; due to the wire breakage. Additionally, the instrument was found with thermal damage at the yaw pulley. Black char marks were also observed, at the grip base. Any material missing is likely, to be thermally induced rather than mechanically induced.

Event description:
It was reported, that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy procedure. The maryland bipolar forceps (mbf) instrument had an engagement issue, and that it "was not working". A back-up instrument of the same kind was used. And the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the reporter specified, that the only delay, as a result of the reported issue was in the time it took to replace the faulty maryland bipolar forceps.